Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "the thread broken / ripped completely after surgery. The knots show no deviation and was okay. Patient has empyema and the thorax burst. Due to this fact the patient must have a re-operation." Additional information: it was reported by the healthcare professional to the company sales representative "surgery was prolonged for more that 15 minutes."

Event description:
Empyema started at the re-surgery. Patient outcome is unknown. Used 3 sutures to close.

Manufacturer narrative:
Samples received: 14 unopened pouches. Analysis and results: according to the information received, the date of the first surgery was on (B)(6) 2018. This code-batch is involved in a recall that was initiated in june 2018 and the customer must not have used the product. There are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) of this code-batch. There are no units in our stock. We have received 14 closed samples to analyze this case. Tightness test to the samples received has been performed and the units are tight. We have tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 8.10 kgf in average and 7.61 kgf in minimum (ep requirements: 6.48 kgf in average and 3.24 kgf in minimum) degradation test results conducted on the samples received fulfil b. Braun surgical requirements. In the degradation test, threads are introduced in a 0.9 % nacl solution at 37ºc for 14 days. After this period, the knot pull tensile strength of the thread is tested. The results for the samples received are 6.10 kgf in average and 5.31 kgf in minimum. B. Braun surgical requirement is 3.36 kgf in minimum. Remarks: as indicated in the instructions for use of the product: when working with novosyn® suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material. An existing infection may be negatively influenced by any absorbable suture. The degradation of the suture may also be slightly accelerated depending on the patient and the severity of infection. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: this code-batch is affected by the novosyn-safil recall initiated in june 2018, for damaged packaging for some units resulting in compromised product sterility. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.